Manufacturer narrative:
(B)(6). Investigation summary: no samples or photos were returned for analysis. Investigation conclusion: a lot history review was carried out and no related non conformance's were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Rationale: based on an evaluation of severity and occurrence it was determined that no corrective action is required at this time.

Event description:
It was reported that an unspecified number of pen ndls 31g 6mm 3b tw experienced a damaged or open unit package/seal where the sterility was compromised. The product defect was noted prior to use. The following information was provided by the initial reporter: product: bd pen needletm 6mm, 320733. Complaint: the customer contacted distributor for medical device supplies. Customer told that in two boxes had needles that were missing the cover.